Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. Lead tip stiffness measured within product specification.

Event description:
The patient presented in the clinic with shortness of breath and hypotension. X-ray revealed the rv lead tip deep within the apex and pericardial effusion present. Low r-wave and loss of capture were noted. Pericardial window procedure was performed, removing 800 cc of blood from pericardial space. The lead was explanted when an attempt to reposition the lead was unsuccessful.